Manufacturer narrative:
Concomitant products: product ID dtmb1qq ICD, implanted: (B)(6) 2016; product ID 439888 lead, implanted: (B)(6) 2016; product ID 5076-45 lead, implanted: (B)(6) 2016.

Event description:
It was reported that both the right ventricular (rv) and left ventricular (lv) leads were causing phrenic nerve/diaphragmatic muscle stimulation. A lv lead revision was unsuccessful so the lv lead was explanted and the lead will be replaced by an epicardial lead in the future. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.